Manufacturer narrative:
On follow-up, the customer confirmed there was no related patient harm and that the alarms at the bedside monitor were still present and intact. The customer removed the cscs v1 from patient use but could no longer locate it. Therefore, the cscs v1 and its log files were not available for ge healthcare evaluation and analysis. In a historical data review, gehc did not identify any adverse trend associated with the reported issue. Based on the limited information available, a definitive root cause could not be determined.

Manufacturer narrative:
This information was not provided by the customer. Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the cscs v1 was not audibly alarming. The visual alarms were still present. There was no related adverse patient impact.